Event description:
The customer reported the unit had a very dim/no display. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit had a very dim/no display. There was no reported patient involvement. The device was evaluated by a philips field service engineer, who confirmed the symptom and determined that the power pca was faulty. Replacing the power pca resolved the issue. The device passed all testing and was put back into service.